Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump requested a minimum of 50 units and would not allow to past the fill tubing during the load process after attempts with multiple cartridges. There was no impact to the customer's blood glucose level